Event description:
Surgeon performed breast augmentation surgery on patient. While cutting around the nipple area, the surgeon smelled smoke. The patient sustained third degree burns. Conmed console (model: saber 180) was used. Surgeon mentioned that he believed conmed was having issue with their needle holder. Surgeon used excess skin to cover burned area.